Event description:
Patient alleges thrombotic occlusion, embedment. Per venogram, (B)(6) 2011: " occlusive thrombus was seen in the left common femoral vein through the left common iliac vein as well as the left mid superficial femoral vein. Residual stenosis within the left common iliac vein post venoplasty requiring 12mm x 9 cm stent placement."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: investigation: investigation is reopened due to additional information provided. Product is manufactured, inspected and packaged by william cook europe a/s. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The reported allegations have been further investigated based on the information provided to date. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. No relevant notes found on work order or device lot. No other complaints on lot. Product is manufactured and inspected according to specifications. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
William cook (B)(4) initially reported event under manufacturer report #3002808486-2018-00784 . New information was received identifying that the product was a cook inc. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the jugular vein due to deep vein thrombosis. Patient alleges breakthrough dvt, occlusive thrombus in left common femoral vein through the left common iliac vein and the left mid-superficial femoral vein; residual stenosis within left common iliac vein post-venoplasty (requiring stent placement) and mechanical thrombectomy and thrombolysis. Patient further alleges mental anguish and pain.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip - dvt, stenosis, occlusion, thrombus, pain, mental anguish ". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Ivc stenosis as an outcome of cook ivc filters is reported in the published scientific literature. Ivc stenosis is characterized by smooth 25-50% narrowing of the ivc at the level of the indwelling filter. In an animal study ivc stenosis has been attributed to intimal thickening with focal fibrotic changes. Self-limiting and clinically silent ivc stenosis immediately after filter retrieval have also been reported and is most likely caused by vessel spasm. Ivc stenosis is documented by venography; it may be symptomatic or asymptomatic. Unknown if the reported pain is directly related to the filter. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. Unknown if the reported mental anguish is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on neither device or lot number. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.